Event description:
Affiliate reports that it was found by x-ray, that the stepping motor had detached from the base plate. Therefore, the dr replaced the valve.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.